Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that on friday, (B) (6), the physician was inserting an arrow radial artery catheter into the pt in the msicu. The physician was unable to remove the spring wire guide (swg) and pulled it in an attempt to remove it. It was then that the swg broke. Vascular surgery was notified and the piece of the swg was removed from the pts' right radial artery. There is no pt info available. The product number is one of two submitted as the user was unsure which one was involved. The second one given is ra-04122.